Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 22, 2026, the user reported receiving a low glucose alert at approximately 9:27 am. The user provided an example set indicating a sensor glucose (sg) value of 62 mg/dl and a fingerstick blood glucose (bg) value of 82 mg/dl at the time of the alert. The user reported that the event was not a true hypoglycemic episode based on the bg result and did not seek medical treatment. The user's healthcare provider was not aware of the event at the time of reporting, and the user was advised to follow up with their healthcare provider for further medical guidance.